Event description:
The customer obtained a discordant, vitros tsh result (0.1 vs. An expected result =0.4 miu/l) from a single patient sample while using the vitros eciq immunodiagnostic system. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was questioned by the physician and repeat tested for vitros tsh at an alternate site. Corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a discordant vitros tsh result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. There is no evidence that an instrument related issue and/or a reagent related issue contributed to the event. The investigation could not determine a definitive root cause. However, sample mix up cannot be ruled out as a potential contributing factor.